Manufacturer narrative:
The pump passed the displacement test and self test. However, the pump failed sleep current measurement and the active current measurement due to a problem isolated to pcb1. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery power of the reported insulin pump ran out quickly, and it was necessary to replace the battery frequently and it was inconvenient. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.